Manufacturer narrative:
The driver was returned for evaluation. Visually confirmed driver shaft broken. Microscopic examination of the fracture surfaces reveal a fairly brittle fracture, with identifiable chevrons that are an indication of overload. Fracture surface morphology and crack propagation direction suggest the fracture origin near the base of the retention fingers and propagated around bend of driver fracture; the angulation of the surface manifests a torsional component. Shaft diameter and shaft material hardness examined and found to be within print specification. The above observations are consistent with a torsional overload.

Event description:
It was reported that the driver shaft broke during the final tightening of the set screw. The procedure was completed using a spare driver without any further incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.